Event description:
Reportedly during use, the tip of the catheter detached during use on a native vessel in the arm. The customer tried to remove the detached tip by using another catheter and was successful. No permanent pt injury was reported per the customer.